Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The patient was quadriplegic (preexisting condition). The date of the event was unknown. It was reported that when the patient went from one nursing home to another the patient experienced withdrawal and it almost killed him. A physician helped the patient get the pump refilled from home health services. The cause of the event, diagnostics, interventions, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.